Event description:
Customer reported cic intermittently shows visual alarms, but no audible alarms. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.

Manufacturer narrative:
Pt info is considered confidential and will not be released by the hosp.